Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation. The returned inspiratory pressure transducer pcb has been tested on a ventilator, the pre-use check failed with internal leakage test, pressure transducer test, safety valve test and the patient circuit test. During ventilation, safety valve test, paw high, check tubing, expiratory minute volume: low and peep low alarmed. It was noticed by visual inspection that there was a liquid on the backside of the pressure transducer pcb and the sensor itself. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.